Manufacturer narrative:
The product was not available for return. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint: (B)(4).

Event description:
It was reported that the patient underwent a right total knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2016 due to knee recurvatum. The bearing was removed and replaced. The patient gained approximately 70 pounds in the time since the initial procedure, which may have contributed to the recurvatum.